Event description:
Inpatient had urinary catheter placed (B)(6) 2014. When assisted by hospital staff up to bathroom, catheter slid out. Catheter noticed to have ruptured balloon. Photos taken. Product saved. Blood clot